Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was unable to perform a proper set change because there was pressure against the vial of insulin when the customer tried to push it into the reservoir. Customer was able to resolve the problem by a reservoir change. Customer's blood glucose was unknown. Customer was advised that the reservoir will be replaced. Customer agreed to return the reservoir for analysis.